Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of>34 mg/dl at time of the incident. The customer was given glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer felt that the pump may have over-delivered. The customer had other low blood glucose incidents with emergency medical assistance within 4 to 5 days; the insulin pump will be returned for analysis.